Event description:
A patient reports their blood glucose level had rose to over 250 mg/dl while wearing a pod between 4 and 24 hours. In addition the patient reports receiving a hazard alarm while wearing the pod.

Manufacturer narrative:
Initial attempts to download the data from the returned device were unsuccessful, and all three battery voltages were measured to be lower than expected. The device was connected to an external power source and the download data was successfully retrieved. Inspection of the download data confirmed that the pod generated an 0x40 alarm, indicating that the rotational sensor exceeded the maximum number of open counts. Closer inspection of the download data found that the rotational sensor failed to transition from closed to open which resulted in the 0x40 alarm, however the pulse width values did not change. Corrosion was observed on the mechanism rails and pcb assembly. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula, resulting in internal leaking, low battery voltages, and the corrosion observed inside the device. Evidence of fluid ingress was observed on the commutator cap, indicating fluid contact in the rotational sensor assembly. The tear in the unexposed portion of the soft cannula resulted in an internal leak and the failure of the rotational sensor to transition from closed to open due to the rotational sensor circuit being closed by fluid contact.